Event description:
After breast implants, extreme exhaustion, migraines, sensitivity to light, anxiety, raynauds, allergies, tmj, musculoskeletal pain, dental issues, vertigo and balance issues. FDA safety report ID# (B)(4).